Event description:
This lv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2016. This lead was dislodged during tavr in 2015. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).